Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Verified item lot combination and reviewed manufacturing date as femoral inserter/extractor lot 62377579. Exhibits signs of repeated use (impact marks and gouged) also the tip shows slight wear. Performed dimensional analysis, measurements are within spec. The DHR was reviewed and no discrepancies relevant to the reported event were found. The lot was manufactured on 2013 and has therefore been in the field for approximately 6 years. It is unknown for how many times the device is being used. Based on the information available, the root cause was determined to be normal wear during use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during surgery, the instrument would not assemble with mating instrument. Subsequently, the surgery was completed with a different device. No adverse events have been reported as a result of the malfunction.